Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their tooth with a crown broke while wearing the aligners. Requested diagnostic findings letter from their dentist once treatment is completed and will evaluate for the next step.